Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Manual functional "try it" tests were not performed due to the receiver not communicating via usb. Functional tests were not performed due to the receiver not communicating via usb. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the receiver not communicating via usb. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.